Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a seroma was noted on the posterior lateral. The fluid measured 11.0 x 15.1 x 16.3 x 0.0. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device manufacture date review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-005930 & 2014- 7365/7366).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a seroma was noted on the posterior lateral, soft tissue abnormalities, infection and fluid were noted. The fluid measured 11.0 x 15.1 x 16.3 x 0.0. These findings were found due to follow up testing. Patient further reported pain with internal rotation. There were no symptoms reported by the patient.